Event description:
It was observed during the olympus device evaluation, the videoscope exhibited foreign material on the air/water (a/w) nozzle and the auxiliary water supply tip part. There were no reports of patient involvement.

Manufacturer narrative:
The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. During pre-cleaning: precleaning was not delayed or skipped for the nozzle, unknown for the auxiliary water tip part. The components were flushed with water and/or air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. Unknown if the endoscope was presoaked in the detergent solution. The a/w nozzle was not wiped or brushed with clean, lint-free cloths, brushes, or sponges. The components were flushed with detergent solution. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, for the event of foreign material remained on the auxiliary water channel, the root cause could not be identified. The foreign material was confirmed; however, the type of material was unable to be identified. It is unknown if there was any deviation from the instructions for use reprocessing steps at the site where the foreign material remained.. Based on the results of the investigation, for the event of foreign material remained on the air/water nozzle (distal end), the root cause could not be identified. However, it is likely that deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain in the distal end. The foreign material was confirmed; however, the type of material was unable to be identified. The events can be detected and prevented in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.